Event description:
It was originally reported that the patient never experienced therapeutic effect and had no stimulation. The company representative confirmed that the patient caused some trauma to the device since two of his impedance measurements were over 4,000 ohms. His device was reprogrammed and was doing fine.

Manufacturer narrative:
(B) (4).